Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the tip of the drill bent as the surgeon started drilling.

Manufacturer narrative:
Visual inspection of the returned drill bit of the flex drill confirms that the drill bit is bent. It has also been noted that there are wear marks on the cutting edges of the device. Dimensions were found conforming to print specifications where measured. Hardness testing confirmed the hardness to be within specification. Review of the receiving inspection records did not find any deviations or anomalies. The device was manufactured on oct 5, 2011 and therefore has a potential field age of more than 4 years 2 months. The frequency of use of the device is unknown. This device is used for treatment. A definite root cause cannot be determined with the information provided.